Event description:
In early 2009, the patient reported that for the past 1.5 months she has been experiencing erratic blood glucose readings ranging from 33 mg/dl to 500+ mg/dl, with her target range being 85-140 mg/dl. She stated she had a reading of 33 mg/dl last night. Symptoms of low readings are feeling very hot and sweaty, and she corrects her readings by consuming orange juice, crackers, milk and peanut butter. Elevated reading symptoms are fatigue and lethargy, and she corrects her readings by blousing insulin via her infusion device. The patient stated her reading are due to stress and psychological issues. She stated she is currently in the hospital where she was admitted four days prior, to "get my blood sugars straightened out." She stated her basal rates are set correctly on her infusion device. Her basal rates were adjusted yesterday and resulted in her reading dropping to 33 mg/dl. She stated her basal rates were decreased today. She said she changes her infusion headset every 3 days, and her cartridge and tubing every week. She was advised to change her headset every 1-2 days, and the cartridge and tubing every 6 days. Site rotation and management were discussed with the patient. The patient stated she will be released from the hospital tomorrow, if her blood glucose is well controlled. Product was replaced and requested to be returned for evaluation.